Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for the same patient involving two unidentified lot numbers of the same product. It is unknown which contributed to the event. Refer to 2018-66222-01 for the second reported unidentified lot number. The manufacturer internal reference number is: (B)(4).

Event description:
It was initially reported on (B)(6) 2018 via website that the consumer experienced discomfort and corneal abscess on the right eye. It was reported that 15 days after receiving the new lenses the right eye began to ¿annoy¿ the consumer. The consumer changed lenses and after one or two days the consumer experienced discomfort. The consumer changed lenses and after a week it was impossible to keep the lenses on the eye. The consumer experienced abscess on the cornea. The consumer was treated for five weeks with regular visits to the hospital to monitor the evolution of the abscess. Additional information has been requested but not yet received.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. This is the first of two reports for the same consumer involving two unidentified lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the first reported unidentified lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected: date received by MFR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Event: new information received. New patient codes added. This is the first of two reports for the same patient involving two unidentified lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the first reported unidentified lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received on 24sep2018 stating that the consumer felt itching and swelling of the eyelid after two days along with the previously reported discomfort. It was also stated that the consumer was on tobramycin/ciloxan/desomedine antibiotic eye drops and was advised to use ophthalmic solutions every hour then every two hours then every four hours to finish at three times a day and 1 at night for the first 14 days. The consumer was also advised not to wear monthly contact lenses. Additional information has been requested but not yet received.